Event description:
Device 2 of 3. Ref MFR reports: 1627487-2013-22051 and -22053. It was reported the pt has been experiencing heating while recharging the ipg. It was also reported the pt is experiencing extended recharge time due to difficulty recharging. A replacement charging system did not resolve the issue. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.